Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an empty opened labeled winding former and a needle/suture of product code sxpp1a404, lot pdk601. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab broken were noted. In addition, two sides of the tab were returned for analysis, only body fluids were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab of the stratafix was broken off during continuous suturing¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdk601, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and a barbed suture was used. During the procedure, the fixation tab of the barbed suture was broken off during continuous suturing. The surgeon commented that no extra force was applied. There were no adverse consequences to the patient. No additional information was provided.